Manufacturer narrative:
Date of initial report: 2017-07-10. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device activated when placed on a table. Examination of the complaint sample found the device self-activates when shaken. The safety mechanism was also broken in a way that the knife could be deployed when the jaws are open.

Manufacturer narrative:
One used ls1037 ligasure device was received, and an evaluation confirmed an issue with self-activation. Visual inspection found the activation button was damaged and had no tactile feel when pressed. Further investigation found the button was shorter than normal, causing the main body of the button to come into contact with the switch and allowing self-activation. The investigation identified the cause of the issue to be wear on the button from excessive force or excessive use. An additional reportable issue was found where the safety mechanism no longer prevented the knife from being deployed when the jaws were open. Internal inspection of the device found the knife pushrod had disengaged from the spring guide, allowing the jaws to be opened. The manufacturing process for this device was reviewed, and measures are in place to prevent misalignment. The investigation identified the root cause of the issue to be an unknown force that may have acted on the spring guide or push rod when the device was in use, which also damaged the spring guide. If information is provided in the future, a supplemental report will be issued.